Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The lesion was located in a tortuous and calcified circumflex (cx) artery. A 1.5 x 15mm maverick balloon was used to predilate the target vessel. The physician successfully placed a 3.0 x 16mm stent in the cx. A 2.5 x 15mm maverick balloon was used to predilate the vessel just distal to the stnet implanted initially. The physician attempted to deploy a taxus express2 3.0 x 12mm drug eluting stent distal to the first stent. The stent became hung up on the calcified and tortuous vessel. As the physician tried to pull back, the stent embolized. The physician attempted to post dilate the dislodged stent but was unsuccessful. The stent remains in the cx artery. No pt complications occurred. Pt status is satisfactory.